Event description:
Patient reported experiencing elevated blood glucose levels in the morning up to 345 mg/dl; took correction via pump. Patient stated the pump settings have been changed several times but her blood glucose readings have worsened. Patient alleges the pump has inadequate delivery. No adverse event reported. Requested return of suspect device and replacement was sent.